Event description:
It was reported the camera control unit hd 560p has a damaged port. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of damaged camera head receptacle was confirmed. Damaged receptacle causes intermittent live video output. The complaint investigation has concluded that this unit's camera head receptacle has succumbed to physical damage.